Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head displayed an e226 endoscope communication error. The issue was found during inspection for use prior to an unspecified therapeutic procedure. There were no reports of patient harm.